Manufacturer narrative:
Concomitant medical products: product ID 8575, lot# n094465, implanted: (B)(6) 2007, product type: accessory. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4). Analysis of the pump revealed end of service (eos) due to time progression. Analysis of catheter serial #(B)(4) revealed a hole (or torn catheter) in the catheter body, caused by the metal pin of the pump connector poking. Upon device interrogation, it was indicated that the pump contained ¿hydromorphine¿, bupivacaine, and clonidine.

Event description:
Correction: it was reported that the patient's pump had not been working for 2 years.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device had not been work for 2 years. It was not delivering pain medication and was causing the patient pain. It was unknown if the patient experienced a loss of therapy. At the time of this report, the patient was being seen by a plastic surgery center for ¿other medical issues¿ and the plastic surgeon elected to explant the pump. The patient recovered without sequela. Drug information, additional details about the pump not working and troubleshooting/diagnostics were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.